Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion with heavy calcification and mild tortuosity in the mid right coronary artery (mrca). During advancement of a 3.0 x 8mm xience sierra stent delivery system (sds), resistance met with the heavy calcification and the stent could not cross the target lesion. Therefore, the sds was removed; however, the stent was not on the balloon. The stent had dislodged in the patient¿s body. A snare was used to retrieve the dislodged stent, and an unspecified sds was used to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Device 2017 - improper or incorrect procedure or method. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot.the investigation determined the reported difficulties appears to be related to operational circumstances of the procedure. In this case, based on the reported information, during advancement of the stent delivery system (sds) encountered resistance with the heavy calcification and mild tortuosity anatomy causing the failure to advance. Manipulation against resistance during retraction resulted in the reported stent dislodgment. It should be noted that everolimus eluting coronary stent system xience sierra instructions for use states: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. In this case, the reported violation does not appear to have caused or contributed to the reported complaint. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the devicena.

Event description:
Subsequent to the initially filed report, the following information was received: excessive force was applied during advancement of the 3.0 x 8mm xience sierra stent delivery system (sds). No additional information was provided.